Event description:
Reporter alleged blood glucose measured 401 mg/dl back to back with a result of 142 mg/dl when testing was performed within 10 mins of each other. No actions were taken and no treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.